Manufacturer narrative:
(B)(4). A review of device service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported issue could not be confirmed and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified audible alarm. This event occurred during the drain cycle of peritoneal dialysis therapy while the patient was connected. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review and service history review will be completed. Should additional relevant information become available, a follow-up report will be submitted.